Manufacturer narrative:
Additional information in h3, h4, h6, h10. H10: two (2) actual samples were received for evaluation with the white twist clamps in the closed position. A visual inspection with the naked eye and magnification noted the light blue main body was cracked/broken on both samples. The reported condition was verified. The cause of the damage could not be determined; however, the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of (2) peritoneal dialysis (pd) transfer sets were cracked. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.